Manufacturer narrative:
Pt info: unknown, information not provided. Implant and explant dates: if implanted or explanted; give date: not applicable as the product was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When removing a z9002 23.0 diopter intraocular lens (iol) from packaging customer account reported the haptic was broken when opening the package. Through follow up, customer account provided additional information confirming no patient contact. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/26/2016. Device returned to manufacturer? Yes. Device evaluation: the z9002 intraocular lens (iol) was returned in its original package. Loose fibers/particles were observed on the lens related to the handling of the unit out of a sterile environment. A cut was observed on the lens surface. One haptic was observed damage/distorted and the other haptic was observed detached. The customer's reported issue was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported device was handled and prepared for surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use(dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was confirmed but it could not be determined if the condition observed is related to manufacturing process as the reported device was handling and prepared for surgical procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.